Event description:
It was reported that the patient presented for a follow-up visit in the clinic. It was noted that the right atrial (ra) lead exhibited poor sensing and a high capture threshold, which resulted in failure to capture. Programming changes were made. The ra lead was subsequently explanted and replaced. The patient remained in stable condition.